Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was greater than 500 mg/dl. A corrective bolus and insulin injections were used to address the bg. The customer had the flu and could not use the pump effectively to manage the bg. The customer was hospitalized. The customer was treated with fluids and insulin via syringe. The customer was discharged on (B)(6) 2017 and the high bg was resolved. Reportedly, the customer used humalog in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hours with the cartridge. Customer acknowledged and reported that the pump supplies would be changed out every 2 days.